Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a laser lithotripsy, the fiber broke off at the tip. The procedure was completed with a new fiber without patient complications.

Event description:
It was reported that during a laser lithotripsy, the fiber broke off at the tip. The procedure was completed with a new fiber without patient complications.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a laser lithotripsy, the fiber broke off at the tip. The procedure was completed with a new fiber without patient complications and the scope was removed from the patient safely.